Manufacturer narrative:
Trackwise ID #(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood was observed on the device. Small traces of blood was observed on the handle of the harvesting tool. Slight bits of charred tissue was observed on the jaws. The heater wire was observed to be twisted all the away from the middle portion and is detached at the tip but remained attached to the base of the hot jaw. Silicone jaw was observed to be intact, however there is a blemish on the cold jaw. Based on the returned condition of the device, the reported complaint "material twisted/bent wire" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened and they noticed the cautery jaws of the hemopro2 were damaged. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened and they noticed the cautery jaws of the hemopro2 were damaged. No patient involvement.